Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient burn like irritations. Patient reported that the area was red and tender and had bled in the past. There was no alleged device malfunction. The patient was recommended a medicine by a physician. It was reported that the medicine was helping and the skin was getting better.